Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was in his car, was feeling dizzy, an then lost consciousness. An ambulance was called and the paramedics took a blood glucose reading which was 1.4 mmol/l and the cgm was reading 3.4 mmol/l. The patient was taken to the hospital and was treated there with IV glucose and sandwiches. The patient fully recovered and was discharged, no information about the discharge date. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.